Manufacturer narrative:
(B)(4). Additional information: further information was received from the nurse. On (B)(6) 2013, the patient became suddenly tired, sweated profusely, and experienced poor respiration. On the same day, the patient died in the hospital. It was not reported whether dianeal therapies were ongoing until the time of the death. The cause of death was reported as hypoglycemia, respiration failure manifested by poor respiration, and fatal peritonitis. It was not reported if an autopsy was performed.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% therapies. Dianeal therapies remained ongoing and unchanged. On (B)(6) 2012, the patient experienced peritonitis, manifested by cloudy effluent, and requiring hospitalization that day. Remedial treatment was started on (B)(6) 2012, which included fortum 1gram (g)/day, intraperitoneal injection (ip) and cefazolin 1g/day, ip. At the time of this report, remedial treatment was ongoing and the patient remained hospitalized. The event resulted in prolonged hospitalization. The patient was recovering from this peritonitis event. Per the nurse, the peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.